Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: investigation summary photo investigation the photo investigation revealed that the device 310.23, 2.5mm drill bit/qc/gold/180mm was broken at the tip however embedded device allegation cannot be confirmed the observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the device 310.23, 2.5mm drill bit/qc/gold/180mm would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part number: 310.23-us lot number: 5448p66 part manufacture date: 13-apr-2023 manufacturing location: elmira part expiration date: n/a nonconformance noted: n/a DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 2.5mm drill bit/qc/gold/180mm was processed through the normal manufacturing and inspection operations in elmira with no rework nor nonconformities noted. This lot met all dimensional, visual, and packaging criteria at the time of release from elmira with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device history review this lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition.

Event description:
It was reported that on (B)(6) 2024 while doing a proximal the surgeon drilled into bone for a screw and when he pulled the drill out of the bone he noticed that part of the drill tip was missing. The surgeon tried to remove the tip, but was unable to attain it. Procedure completed successfully . The procedure and patient outcome were unknown. This report is for one (1) 2.5mm drill bit/qc/gold/180mm this is report 1 of 1 for complaint (B)(4).